Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, photographs of the explants, confirmation on whether there was an infection, whether the patient experienced any trips / falls post-primary surgery, whether the patient followed correct post-primary surgery protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted devices are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ecima liner after approximately 9 months due to a suspected infection. During the revision the cup was found to be loose.

Manufacturer narrative:
Per -4089 final report additional information including post primary and pre revision x-rays, operative notes, photographs of the explants, confirmation on whether there was an infection, whether the patient experienced any trips / falls post-primary surgery, whether the patient followed correct post-primary surgery protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. It has been reported that the explanted devices are not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection and cup loosening could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's represevtative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and ecima liner after approximately 9 months due to a suspected infection. During the revision the cup was found to be loose.